Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle.it has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival. 12-apr-2018 product investigation results: product return was received on 15-mar-2018 and investigated. The brush type could be confirmed as a d12/vitality handle. Investigation results showed that the melted area on housing of the handle has been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she purchased an oral-b vitality series toothbrush from his/her dentist's office in dec-2017. The consumer tried to use the toothbrush on (B)(6) 2018 and though it had been fully charged, the oral-b brushhead, version unknown barely moved; the consumer noted that it had worked fine the day before. The consumer continued to brush his/her teeth with it when all of a sudden there was a pop; he/she could smell a burning-like odor and the handle of the unit was very hot. The consumer dropped the toothbrush onto the counter and noticed there was a small hole melted into the handle. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d12 power toothbrush. This report is being filed due to a melted hole in the handle.it has been determined that a melted area on the housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product has been requested and an investigation will be conducted upon its arrival.

Event description:
Brush head barely moved / there was a pop and could smell a burning-like odor and the handle of the unit was very hot / small hole melted into the handle [device physical property issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that he/she purchased an oral-b vitality series toothbrush from his/her dentist's office in (B)(6) 2017. The consumer tried to use the toothbrush on (B)(6) 2018 and though it had been fully charged, the oral-b brushhead, version unknown barely moved; the consumer noted that it had worked fine the day before. The consumer continued to brush his/her teeth with it when all of a sudden there was a pop; he/she could smell a burning-like odor and the handle of the unit was very hot. The consumer dropped the toothbrush onto the counter and noticed there was a small hole melted into the handle. No symptoms developed. Relevant history: none reported. No further information was provided.